Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported the blood glucose level was unknown at the time of the incident. The customer reported changing the battery and the insulin pump did not initialize, the insulin pump is dead. The customer did not troubleshoot does not have the insulin pump. The insulin pump will not be returned for analysis.